Event description:
The pt was unable to adjust stimulation. The pt programmer displayed the 'call your doctor' icon. The pt called technical services. The implantable neurostimulator was in a power on reset condition. She was able to clear the power on reset which resolved the issue. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).